Event description:
A customer reported that a laser procedure was aborted at approximately eighty percent, due to a scanner error. Customer informed that multiple scanner errors were experienced during system boot up. Upon additional follow up, customer reported that the patient is happy with the outcome of treatment, and there is no secondary intervention planned.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found based off of review of device history records. The root cause could not be identified conclusively. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. (B)(4).

Event description:
Upon follow up, this event occurred during boot up and energy check.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).